Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: material analysis concluded that the t-handle fractured as a result of mixed cleavage and ductile overload from an applied torsional force. No materials or manufacturing defects were found. Conclusion: a plausible root cause is normal wear.

Event description:
It was reported that; upon distraction handle broke.

Event description:
It was reported that; upon distraction handle broke.